Manufacturer narrative:
(B)(4). Date of initial report : 12/11/2015. One used lf5544 was received for evaluation. Visual inspection found no defects. The product passed hipot testing. The clear insulation was not damaged and was still in the correct location on the product. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the clear insulation at the distal end of the device started to come loose during the procedure. There was no injury to the patient. (B)(4).

Manufacturer narrative:
(B)(4). The returned product met specification as received. Visual inspection found no defects. The product passed hipot testing. The clear insulation was not damaged and was still in the correct location on the product. The investigation found the device to function normally and within specifications.